Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction procedure there was an aspiration "default". This occurred during contact between eye lens and endothelium. The issue was resolved after changing the system, cassette and tubing. Patient impact is unknown.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 27, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The customer did not retain the finished goods lot number; device history record (DHR) and consumable lot history could not be reviewed. Aspiration issues were reported. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established, as a sample has not been received. Without a sample, it is not possible to isolate the root cause and as the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).